Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap and metal cap are detached but a still loosely connected to the outer low tubing; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone at the metal cap open end; the outer flow tubing is bend and torn at the location of the fracture; the outer flow tubing exhibits contamination, likely biologic, at the location of the fracture; the glass cap exhibits mild devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "fiber was observed to be forward-firing - tip damaged" @ 91,147 joules of use and 18:12 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "no damages to the patient" - there was no injury reported.